Event description:
A peritoneal dialysis (pd) patient reported having an infection. In a follow up a pd nurse stated that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 364 g/ul, polymorphs = 86%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient was discharged on (B)(6) 2023 in stable condition, after his abdominal pain had abated and his peritoneal effluent fluid was clear. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s ceftazidime was discontinued. Following discharge, the patient resumed ccpd utilizing the same liberty select cycler and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, no fresenius product(s), drug(s), and/or device(s) caused or contributed to the serious adverse events. A repeat cell count on (B)(6) 2023 revealed the patient¿s wbc count had decreased to 11 g/ul.